Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2026).

Event description:
It was reported that during an ultrasound guided percutaneous endovascular angioplasty procedure in the artificial arteriovenous fistula stenosis of right upper limb, the pta balloon allegedly ruptured at 32 atm. It was further reported that the balloon was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the conquest 40 balloon sheath seen inserted in patient arm and no specific anomalies were seen in the circled area. Therefore, the investigation remains inconclusive for the reported balloon rupture as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (dqy; lit). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided percutaneous endovascular angioplasty procedure in the artificial arteriovenous fistula stenosis of right upper limb, the pta balloon allegedly ruptured at 32 atm. It was further reported that the balloon was removed. There was no reported patient injury.